Event description:
A patient sample ((B)(6)) was loaded onto a dimension vista 500 instrument for a troponin test, and the sample tube was not processed. The sample tube was not unloaded from the instrument until the next day, and no result had been produced. The patient had been redrawn to obtain a troponin result. It is unknown what result was obtained on the redraw sample or if the redraw sample was run on the same instrument as the initial sample. There are no reports of patient intervention or adverse health consequences due to the sample tube not being processed for a troponin test.

Manufacturer narrative:
The cause of the patient sample not being processed is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 1226181-2013-00374 was filed on august 27, 2013. Additional information (10/07/2013): siemens healthcare diagnostics inc. Has investigated this event where one patient sample was not processed by the dimension vista 500 instrument. It was discovered that the patient sample prior to sid (B)(6) had been loaded on the analyzer, but no test had been ordered for the sample. The analyzer attempted to obtain information for the patient sample and an exception was generated because information was not available. The exception that was generated inadvertently prevented the next sample (sid (B)(6)) from being executed.